Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus stopped alarm noted. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer was treated for the low blood glucose with glucose tablet. Customer was neither in emergency room nor admitted into hospital as a result of low blood glucose. Customer also reported that insulin pump had stuck button alarm and bolus did not delivered. Customer stated they did not press a button down for three minutes or longer. There was no indication that the insulin pump over delivered insulin. The insulin pump will be returned for analysis.